Event description:
It was reported that the patient called at about 04:30 on 07may2026 reporting a driveline power fault. The pump parameters were unremarkable, and the patient was sitting up in their chair asymptomatic. Log files were sent for review. The log file captured driveline power fault alarms beginning at 4:34 am on 07may2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended. The system controller and modular cable were exchanged. Per technical services, images do not show any debris in the modular cable connector. The alarms resolved after switching to the new system controller and modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.